Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant affected by the recall" and marked 'yes' to 'did the inner silicone gel touch the patient?". Device was explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Healthcare professional reported "implant affected by the recall" and marked 'yes' to 'did the inner silicone gel touch the patient?". Device was explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.